Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date (B)(6) 2013, inratio 1.4, lab 2.0. Time between testing was reported as 15 minutes. Patient's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date (B)(6) 2013, inratio 1.4 inr, reference 2.0 inr, mean 1.70, confidence limits 1.2 - 2.3. Date (B)(6) 2013, inratio 2.8 inr, reference 2.4 inr, mean 2.60, confidence limits 1.6 - 3.4. Date (B)(6) 2013, inratio 4.0 inr, reference 2.9 inr, mean 3.40, confidence limits 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 305773 on (B)(6) 2013. Results are as follows: donor 225: inratio 3.2, inratio 3.1, inratio 3.6, ref. 3.67, bias thresh. 2.67 - 4.67, %cv 8.02. Donor 212: inratio 2.2, inratio 2.1, inratio 2.1, ref. 1.90, bias thresh. 1.40 - 2.40, %cv 2.71. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests reveal that test result comparison met accuracy criteria. Customer's result are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, corrective action is not required at this time as no product deficiency was established.